Event description:
First surgery - monarc subfascial hammock used to sling my bladder on (B)(6) 2007. The procedure did not help. Second surgery - t-sling from (B)(4), lot 0375 used to sling my bladder again on (B)(6) 2007. Third surgery - (B)(6) 2007 sling removed after protruding through my vaginal wall. Medical used to help heal vaginal wall. Ongoing incontinence problems. (B)(6) 2011, bladder testing done at (B)(6) health center and found that bladder was very large and not emptying properly. Resulting in cathetering 2-3 times daily.